Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force being used. Ref: dfu-0255-eo. Over squeezing the handles could result in a broken ¿shear pin¿. The ¿shear pin¿ is located within the handle assembly and is designed to safely fail before the failure of distal pins. A broken ¿shear pin¿ renders the device inoperable, and the ¿shear pin¿ is not user-replaceable.

Event description:
On 08/11/2025, a distributor reported via (B)(4) that (qty. 2) ar-13999mf fastpass scorpions got stuck and wouldn't close the front clamp during a shoulder arthroscopy. Another device was used to complete the procedure and no patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.